Event description:
It was reported that a trainer inserted a cartridge into the ilet device in the wrong orientation, resulting in the cartridge becoming stuck, and the agent advised use of the fill tubing function to advance the piston and assist removal; the user ultimately removed the cartridge using a pocket knife, and no alerts or alarms were reported. Symptoms included no reported clinical symptoms. Outcomes included no reported impact on health or activities of daily living. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user technique error during cartridge insertion with successful field resolution. It was concluded that the event was attributable to use error rather than a device malfunction.